Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultra2 meter read inaccurately compared to her feelings and/or normal results. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that prior to contacting lfs, for approximately one week she continued to obtain a blood glucose reading of ¿86 mg/dl¿ every morning she tested with the subject meter. The patient informed the mss that she only tests once a day and takes 1 tablet of glipizide to manage her diabetes. The patient also mentioned that she typically obtains readings in the ¿90¿s mg/dl range¿. The patient stated that she was advised by her hcp not take her oral medication if her blood glucose was ¿86 mg/dl or lower¿ and subsequently skipped her medication on the days she was obtaining the alleged inaccurate result. The patient reported developing symptoms of unusual thirst and frequent urination a couple of days after she began to obtain the inaccurate results. The patient confirmed she did not test on any other device, nor did she treat herself or receive treatment in response to the symptoms. During the follow-up call, the patient mentioned she would contact her hcp if the symptoms continued. At the time of troubleshooting, the patient confirmed the test strips she was using appeared in good condition, were not expired or opened past their discard date. The customer care advocate (cca) advised the patient to run a control test and noted that the control result fell within the specified control range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/04/2014). The lay user/patient¿s products have been returned, and were evaluated on 08/29/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.